Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like lid broken during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken for the same part number throughout the last twelve months. According with pictures provided from customer it can be seen the following: 1. The corner of the lid was broken. 2. The lot 0095929 couldn¿t be confirmed like the lot affected. 3. There is no evidence of packaging used to material sent to end user. As part of this investigation it was noticed that this product was sold by a distributor (mm corporation omiya mono flow center). For this reason, evidence of the packaging used will be needed to determine the root cause. Therefore, due to lack of evidence it can¿t be confirmed this nonconformance as a failure mode related to a manufacturing process, because this kind of damages could be generated due to different variables like transit damaged, inadequate packaging to send the product to the end user. Therefore, additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors. Also, as part of this investigation a review of customer complaint records was performed; according with the cc¿s records, four additional complaints were reported for the same issue and family. In the previous complaint it was concluded that due to the lack of information is not possible to determine this issue as failure mode related to the manufacturing process. See h.10.

Event description:
It was reported that the sharps coll 8qt nest open top needl port experienced a broken/damaged lid. The following information was provided by the initial reporter: the customer reported about a damaged lid of sharps collector.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll 8qt nest open top needl port experienced a broken/damaged lid. The following information was provided by the initial reporter: the customer reported about a damaged lid of sharps collector.